Manufacturer narrative:
Baxter's product surveillance department is pursing additional information regarding this incident. A follow up report will be submitted if additional information is received.

Event description:
A hpsr representative contacted baxter product surveillance regarding an extension set that had 2 sets of "very obvious" holes discovered before use. The sample is available for evaluation. No patient injury or medical intervention was indicated at the time of the initial report.